Event description:
As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed. The device had to be withdrawn and manual compression with pressure dressing was used. There was no reported patient injury. The operator had received training on the device. The device was stored and prepared according to the instructions for use (IFU).the device was used on a patient with an acute stroke to close the femoral artery puncture site. An 8f non-cordis sheath was used. A retrograde approach was used. There were no visible signs of device or packaging damage prior to use. The femoral artery¿s suitability, including the 30¿45 degree sheath insertion angle, and a vessel diameter =5 mm were confirmed by angiography. There was no visible stent or vessel stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window showed a solid black color at that time. After the entire procedure was completed, the surgeon attempted to press the plug externally. Multiple attempts were made, and the plug could be forcibly pressed. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a4, g3, g6, h1, h2, h3 and h6. As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed. The device had to be withdrawn and manual compression with pressure dressing was used. There was no reported patient injury. The operator had received training on the device. The device was stored and prepared according to the instructions for use (IFU).the device was used on a patient with an acute stroke to close the femoral artery puncture site. An 8f non-cordis sheath was used. A retrograde approach was used. There were no visible signs of device or packaging damage prior to use. The femoral artery¿s suitability, including the 30¿45 degree sheath insertion angle, and a vessel diameter =5 mm were confirmed by angiography. There was no visible stent or vessel stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window showed a solid black color at that time. After the entire procedure was completed, the surgeon attempted to press the plug externally. Multiple attempts were made, and the plug could be forcibly pressed. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. During this analysis the deployment lever was initially received partially depressed, and an attempt to fully depress it was performed successfully. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since, even though the lever was received partially depressed, it was able to be fully depressed successfully during the evaluation. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed. The device had to be withdrawn and manual compression with pressure dressing was used. There was no reported patient injury. The device was used on a patient with an acute stroke to close the femoral artery puncture site. An 8f non-cordis sheath was used. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.